Manufacturer narrative:
(B)(4).

Event description:
The pt was brought into the operating room for a pocket revision due to a flipped pump. Upon opening the pocket, an infection was noted. The entire device system was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.